Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. Diagnostic testing and troubleshooting was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pacing impedance started a rising trend up from impedances in the 400-500 ohm range, to 608 ohms during the week ending on (B)(4) 2014 and 2565 ohms during the week ending on (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.